Event description:
It was reported that the patient presented with left arm pain. An MRI revealed 2 compressed cervical discs. It was reported that the patient underwent "c1-c2 subluxation surgery" using rhbmp-2/acs. After surgery, patient was left with a 5" scar on his neck and continued to have severe pain. Approximately 1.5 years after the surgery, patient followed up with the surgeon and was told that the c3 disc in his neck was crushed and that he would need another surgery which was never scheduled. As a result, patient continues to experience severe pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.